Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has been returned to vyaire facility for testing and evaluation. No root cause has been determined yet since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator was constantly stacking breaths during testing. There is no patient involvement associated on this event.